Event description:
The patient reported that on (B)(6) 2013 she activated a new pod and that her blood glucose read 24.0 mmol/l (432 mg/dl) at which she gave herself a correctional bolus of insulin (exact dosage was not provided). About 1 to 2 hours later her bg lower to 20.7 mmol/l (373 mg/dl). On (B)(6) 2014 at 3:15 pm she was vomiting so she checked her ketones and they were high. At 4:15 pm she gave herself a manual injection with an insulin pen which lowered her bg and brought her ketones result to low. She checked her bg again and found that it had gone up again. She was also not feeling well and was vomiting so she decided to go to the hospital where she was admitted for diabetic ketoacidosis. She did not provide any further information regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.